Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to noise that was oversensed causing pacing inhibition less than two seconds. The patient was experiencing being light headed and dizzy. No additional adverse patient effects were reported.